Event description:
During a lap cholecystectomy procedure, the dr was not able to apply a clip to the cyctic duct or artery due to clip scissoring and clips dislodging each time he attempted to apply. No pt consequences.